Manufacturer narrative:
An evaluation of the returned instruments revealed no manufacturing or processing related irregularities. Both probes were found to be properly manufactured and released in accordance with design specifications. Additional information provided by the sale rep (3/22/2017) revealed revision surgery was due to a failed competitors screw which had fractured and broke. During the revision, the surgeon used the arsenal probe to create a pathway for the addition of a new pedicle screw. During use, the surgeon was pushing/leveraging the instrument up against the competitors broken screw which in turn caused two separate arsenal probes to fracture and break. One straight and one curved. Curved thoracic probe - 87146-05, lot 652264, manufactured 3/8/2016.

Event description:
Two arsenal probes fractured and broke while the surgeon was attempting to create a new hole/pathway within the patient's pedicle.